Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient presented to the clinic complaining of having a hematuria for 4 to 5 days. The patient haptoglobin was less than 10, their lactate dehydrogenase (ldh) was 1669, and their hematocrit and hemoglobin was 7.5/23. The patient was admitted for further evaluation of hemolysis. Additional information received from the vad coordinator states that the patient speeds were decreased to 10,000pm and the patient was given heparin gtt. The ldh was not at 783, with no hematuria.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.